Event description:
The home care dealer reports that the monitor's service light keeps coming on without an audible alarm. Comment is most likely based on the monitors memory printout rather than a missing audible alarm sound.